Manufacturer narrative:
(B)(4). Medical devices: guide wire: sion guide catheter: hyperion stent: ultimaster 2.25 x 38 mm the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the mildly tortuous, moderately calcified, distal left circumflex (lcx) coronary artery. A 2.50 x 15 mm nc traveler balloon dilatation catheter (bdc) was advanced for post-dilatation, met resistance with the implanted non-abbott stent, but could cross. Upon the first inflation to 8 atmospheres, the balloon ruptured. The bdc was removed from the anatomy with no resistance felt. A new 2.5 x 10 mm non-abbott bdc was used to successfully complete the post-dilatation. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.